Event description:
It was reported that this right ventricular (rv) lead had out of range high pacing impedances greater than 2000 ohms and loss of capture. During the revision procedure to explant and replace, the lead was noted as fractured. The physician attempted to use both laser and tight rail methods to remove the lead, but the lead was severed/eroded though above the distal coil. The proximal portion was explanted, however the distal coil and fixation was not able to be retrieved. The proximal portion was not expected to be returned. No additional adverse patient effects were reported.